Event description:
In this event it was reported that an x-smart dual apex locator provided incorrect measurements; there is no indication that injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 crf part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indication for use. The device was returned and evaluated and found to have a defective contra-angle handpiece. The handpiece was replaced and the device was returned to the customer.